Manufacturer narrative:
Device evaluation. The tamper seal was missing. Physical condition of the device is in good condition. Event history log revealed high alarm displayed: cassette locked but not latched and medium alarm displayed: cannot start pump" was shown multiple times. Performed functional test. Reported problem was duplicated. Reported problem was caused by a bad latch lock flex. Replaced place latch lock flex. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a bad sensor. No patient injury was reported.